Event description:
A customer reported the generation of erroneous results for potassium (k) and sodium (na). No erroneous results were reported out of the lab so there was no affect to patient treatment. The original results in mmol/l were: na = 106, k = 2.8, and cl = 82. The sample was auto repeated and obtained results na = 129 and k 3.4 mmol/l with no repeat on the cl. The customer stated they ran a third repeat on their back up analyzer and reported the following: na = 139, k = 3.7, and cl = 107 in mmol/l. The customer also stated all calibration and qc had been performed and were all acceptable. Review of the ise calibration slopes showed a detectable shift down in the slope recovery, but still within acceptable ranges. Review of the qc data provided shows that the original qc for ise analytes was running on the low side. Na was running at the low end of the acceptable range.

Manufacturer narrative:
A field service engineer was dispatched to the site. The fse inspected the ise and provided the following service: replaced y tubing, adjusted j-nozzle alignment, cleaned d-pot and drain tubing. He also replaced the ise reference valve. Fse stated there was no fluid movement in the reference lines coming from the valve. He noted a bubble in the line that would not prime out. After the ref valve was replaced, the bubble primed out. The ise system was totally primed and calibrated 4 times with stable and acceptable recoveries for slopes. Customer performed qc and all met the established ranges close to mean. The manufacturer's reference # for this event is (B)(4).